Event description:
The following was reported to tycohealthcare/kendall 7/004: the tube shifted and the pneumatic stopper that allows passage of air became occluded causing the balloon to dry out. It was necessary to perform a fibrobroncoscopy to determine over-inflation of balloon.